Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had not used their therapy in over 2 years because they had prostate cancer and they'd had a whole bunch of radiation, and the patient's managing health care provider (hcp) thought the radiation had affected the therapy so the patient's implant had been turned off, and the patient now had a foley catheter implanted instead of using the implant. The patient kept getting device not responding because the caregiver had not been able to find the ins at first. The wife said they used to be able to feel the ins but now they hadn't been able to feel it patient services asked the patient if they had any recent falls or traumas that could have led to the issue, and the patient's wife stated, "yes," the patient had fallen, but not recently. Patient services had already had the patient confirm that the communicator was not plugged into the wall, and the patient's wife confirmed the patient was not near any electromagnetic interference. The patient kept getting 'device not responding." Sometimes they got "communicating with device" but then it went back to 'device not responding.' The caregiver got a flashlight and was able to find the incision and the implant location, and by applying a light pressure over the ins site (as it appeared perhaps it was deeper now than it had been in the past) they were able to connect to see the patient's settings. The therapy was on. Patient mentioned that last night they had connected and had been going through each program to make sure it was off, it was just today that they hadn't been able to connect.) Patient was then able to turn the therapy off. Patient services reviewed internal device function as well as MRI compatibility considerations with the patient and caregiver and the patient's spouse. The troubleshooting steps taken on the call resolved the reported issue. Caregiver said they should be able to connect from now on now that they knew exactly where the implant was. The patient was directed to have the MRI facility to call if they had any questions and the patient was redirected to follow up with their healthcare provider to check the implanted system if needed. Patient stated they weren't using the implant so they'd just leave it off. No further action was taken by patient services.